Event description:
It was reported that a patient developed osteolysis after a level mobi-c procedure. The surgeon is currently monitoring this patient and no plans for revision have been identified at this time. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00044.

Event description:
It was reported that a patient developed osteolysis after a level mobi-c procedure. The surgeon is currently monitoring this patient and no plans for revision have been identified at this time. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned, however x-rays were provided which show the osteolysis. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, surgical or traumatic factors. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.